Manufacturer narrative:
Machine operated to specification. Reprocessing procedure, according to cidex opa and machine manufacturer recommendations, was not followed consistently. On february 4th, facility followed-up with additional in-service from both olympus and minntech. Facility was contacted on february 15th by minntech for an update. It was reported the patient is doing well and experienced a full and rapid recovery.

Event description:
Customer reports patient was admitted and treated for chemical colitis.